Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt does not pass essential performance testing. This failure was due to a pinched wire in the ECG c & d cable. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.